Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21 mm sjm trifecta valve was implanted in a (B)(6), female patient. On (B)(6) 2016 via echocardiogram, a central leak was noted. During surgery, one of the cusps was noted to be torn at the stent post. The valve was explanted and replaced with an unknown valve. There were no signs of endocarditis. The patient is reported to be recovering.